Event description:
Info received alleges the user received an 'air in line' alarm and microbubbles had formed in the tubing.

Manufacturer narrative:
Investigation is currently ongoing. When investigation is complete, a follow up with the results will be submitted. This lot number is not included in the recall for curlin administrative sets.